Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 250 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 400 mg/dl. Customer was okay to troubleshoot for high blood glucose level. Customer was treat with insulin pump. Customer was alleging that the insulin pump was under delivering as it was slow during delivery. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.